Event description:
Customer reported that the pump triggered an altitude alarm 21. Blood glucose level was between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. Customer was advised and understood steps for receiving and returning the pump. Technical support sent a replacement pump with updated software, and customer was instructed to store the old pump and return it to tandem within 10 days.